Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately. The complaint was classified based on the customer service representative (csr) documentation. On an unspecified date and time, the patient reported that he obtained readings of ¿416mg/dl and 325mg/dl¿ using the subject meter and both readings were taken within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient stated that he manages his diabetes with fixed dose insulin, and denied making any changes to their usual diabetes management routine in response to the reported issue. Approximately 20 minutes after the alleged issue occurred, the patient developed symptoms of ¿low blood glucose, weakness and light headed.¿ the patient claimed he treated himself with food and/or drink in response to the symptoms and received unspecified hcp treatment that evening. At the time of troubleshooting, the csr determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. The csr also noted that the patient did not have control solution available. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (10/03/2014), the patient¿s meter has been returned on 9/18/2014 and evaluated by lifescan product analysis on 9/24/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (10/20/2014). The patient¿s test strips have been returned on 10/10/2014 and evaluated by lifescan product analysis on 10/12/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.